Manufacturer narrative:
Correction to d4 to include unique device identifier (UDI).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (flickering and drifting image) was confirmed and found to be caused by a defective md board (printed circuit board). It was observed that there were horizontal lines in the image and the endoscopic image was not visible. It was observed that the issue occurs within 10-15 minutes after camera head connection. No abnormalities (adhesion of dust, corrosions, intrusion of fluid into device, burn marks, etc.) Were observed in the external view of the md board. No trace of physical damage was found in the appearance of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been less than a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that static electricity charged on the human body, etc. Was discharged, leading to failure of the md board (since the appearance of the md board was not checked, and no evidence of physical damages was found in the appearance of the device) causing the reported issue. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported that the image was flickering and drifting. The reported issue was observed by the fse during installation of the subject device. The device was not released to the customer. There was no patient or procedure involvement.